Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two hours intra operatively, the cutter that was placed in a pocket, suddenly caught fire and caused a third degree burn about 20 cm at the thorax. The burn was revised twice and revision occurred in separate surgery after the primary surgical procedure. Burn was treated surgically. Further information is unavailable.

Manufacturer narrative:
One device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found that the mounting of the nose cone was broken. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that the mounting of the nose cone was broken. The investigation identified the cause of the reported event to be the nose cone. The nose cone frame together with keyboard, overlay, cem switch and power switch were replaced to address the condition. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.